Event description:
Customer reported experiencing high blood glucose readings of 400 mg/dl. Customer stated that they have received multiple no delivery alarms on the insulin pump. Customer stated that the insulin pump was reading 76 mg/dl when his blood glucose readings were really 275 mg/dl. It was noted that the no delivery alarm was resolved by a complete set change. Customer then checked the basal history and it was noted that only one was programmed instead of four. Caller mentioned that they filled the reservoir and it was cloudy towards the top. Customer's blood glucose reading at the time of the call was in the 100 mg/dl range. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.